Manufacturer narrative:
Correction: b2 - updated to other serious, was previously incorrectly reported as required intervention to prevent permanent impairment/damage (devices) when no intervention was performed.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate therapy due to incorrect interpretation of signal. No changes or intervention was reported. The patient condition was stable.